Manufacturer narrative:
This product is not approved for sale in u.s but a similar product with catalog# 75445545, 510k# k042025 and UDI # (B)(4) is approved for sale in u.s. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent posterior lumbar interbody fusion(plif) surgery at l1-l5. Post-op, loosening of l1 screws on both sides were observed. Revision surgery(posterior lumbar fusion) was performed because thoracic kyphosis progressed after plif surgery at l1/l5 (4-level). In the revision surgery, l1 screws were removed and fixation range was extended to t9. It was unknown whether the patient achieve solid fusion or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.